Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under e2005018.

Event description:
This report summarizes 47 malfunction events. A review of the events indicated that the ot ultramini meter allegedly read inaccurately erratic. These reports were received from various sources. The patients associated with this allegation ranged from 49 to 80 years old and there is no weight data available. Of the reported patients; 5 were male, 10 female and 32 unknown.